Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. Inspection of the internal components revealed a failed capacitor at the c52 location on the radio frequency control board. No functional testing was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to a capacitor failure on the radio frequency control board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Upon startup black smoke was emitted from the generator. There were no patient or user consequences.